Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an esophageal procedure, the account had a short study. There was no patient harm and the patient is stable. The study will be repeated. No known adverse events were reported.